Event description:
The or team had to open up 6 separate cement mixing packages for a total knee arthroplasty case. There was a crack in 5 of the mixing devices, which causes the device to not work properly during the procedure. This is a time-sensitive device that is used during this type of surgery, and it is imperative that it works properly. There are several lot numbers associated with this. The supply is a stryker product...acm bowl and 180g cement cartridge with breakaway femoral nozzle. Lot numbers: 22165012, 21341012, 22057012, 22147012 x4. 21340012. 21306012 x2.